Manufacturer narrative:
This report is submitted on 19 february 2020.

Event description:
Per the clinic, it was reported that the patient was implanted with a device after the sterilisation expiry date had passed. The patient continues to be clinically managed.